Manufacturer narrative:
Philips received a complaint on the mrx indicating that the motherboard was replaced by a dealer and the issue was unresolved. There was reportedly no patient involvement. Remote support from the customer care solution center was received, during which the maintenance records of the device were required. Multiple attempts were made to request information regarding the resolution of the reported problem. However, no response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. Based on the information available there is insufficient information to confirm the reported problem. The device remains at the customer's site. No further action is warranted at this time. H3 other text : multiple attempts were made to request additional information.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device was returned to the factory for service and replacement of the main board, however this did not resolve the issue. Customer is requesting further assistance. There was no reported patient involvement.